Event description:
On (B)(6) 2014, my dr (B)(6) placed an essure coil in each fallopian tube. About a year later, my hair was falling out. Never before had I had an issue with my hair falling out. Later I was diagnosed with lichen planopilaris (auto-immune disease). I noticed back pain and hip pain came out of nowhere and became a constant daily obstacle. I gained over 30 lbs over the course of a couple years without my diet. My belly always seemed swollen no matter what I would do to improve myself. My brain seemed foggy, couldn't remember that I easily could before the procedure. My periods were absent for a couple years and then came back like I was a teenager. Over the past year, I would have period cramps daily, multiple times a day. My skin has bumps on my neck and shoulder (nickel allergy). FDA safety report ID# (B)(4).